Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. Full event site name: (B)(6) hospital central campus. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. However, the fse was able to verify the autofill failures alarms in the iabp¿s diagnostic error log. The fse ran the unit on a 40cc catheter with fiber optic tester connected and was unable to get the unit to fail. This issue has been on going at this hospital with all of their cardiosave units. The fse has been working with the service product manager and the factory on finding a solution as to why it continues to happen. The fse then performed calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated several auto-fill failure alarms. It was suggested swapping console out and sending original to biomedical engineering awaiting evaluation. There was no patient harm and no adverse event was reported.